Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they received a communication error (unknown code) with the gastrointestinal videoscope during inspection. The device was returned and during the device evaluation the following reportable malfunction was found: white foreign material inside the air/water (a/w) tube and a/w cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the e216, scope communication error, occurred due to corrosion on plug unit. In addition to the reportable malfunction of white foreign material inside the air/water (a/w) tube and a/w cylinder, the evaluation found the following non-reportable malfunction(s): scratches on grip, switch box, and universal cord; a/w-cylinder and suction cylinder had no color; corrosion on circuit board unit in suction connector and cable unit; due to corrosion on plug unit, e216(scope communication err) occurs; due to damage on nozzle, water removal ability did not meet the standard value; due to wear of angle wire, bending angle in right direction did not meet the standard value; probe cover had a crack; connecting tube had discoloration. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.